Event description:
A customer contacted baxter (B)(4) regarding a missing component of a cassette. The home patient's (hp) wife stated the line of one cassette did not have a cap. This occurred before product use. There was no patient involvement.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.